Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported erratic reading results with the adc meter. The customer reported that due to this issue, they experienced a loss of consciousness. Paramedics were called and a blood glucose result of 26 mg/dl was obtained. The customer was provided injection to increase glucose, and taken to hospital for observation. There was on report of further treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported erratic reading results with the adc meter. The customer reported that due to this issue, they experienced a loss of consciousness. Paramedics were called and a blood glucose result of 26 mg/dl was obtained. The customer was provided injection to increase glucose, and taken to hospital for observation. There was on report of further treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No issues observed. Meter powered on with button depression and known good strip insertion. Control solution testing was performed and the control solution test was satisfactory. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot number was not provided for the strip. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. Dhrs for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported erratic reading results with the adc meter. The customer reported that due to this issue, they experienced a loss of consciousness. Paramedics were called and a blood glucose result of 26 mg/dl was obtained. The customer was provided injection to increase glucose, and taken to hospital for observation. There was on report of further treatment. There was no report of death or permanent injury associated with this event.